Manufacturer narrative:
(B) (4). (B) (4). Ref. MDR #: 2647580-2010-00254 (same case/patient, different product code).

Event description:
Procedure type: orthopedic. According to the reporter: the patient was operated on because of a rhizarthrosis at the carpometacarpal joint. After fiber plastics and skin occlusive with the suture, it became an infected wound on the 7th postoperative day. The wound was debridated, re-sutured, and drained.